Manufacturer narrative:
This product was received for evaluation and the reported failure could not be duplicated. Tech services plugged the baton into a test monitor, powered it on and the video image was normal. There was no sign of damage. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the baton lost power when held at a specific angle. There were no lights and no picture. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.